Manufacturer narrative:
An event of explant of the device due to high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to high gradient. A competitor's 21mm magna ease valve was successfully implanted. No patient consequences were reported.